Event description:
It was reported that the customer was hospitalized due to high blood glucose of 377 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The customer's most recent glucose reading was 372 mg/dl, and she has been treated with manual injections. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the caller requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.